Event description:
The hospital's biomed reported the mx40 telemetry device was not alarming and could only be used for monitoring. A philips field service engineer confirmed it to be a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The hospital's biomed reported the mx40 telemetry device was not alarming and could only be used for monitoring. A philips field service engineer confirmed it to be a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.